Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation can be performed. Product history review: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. The study coordinator stated that the cause of the occlusion is probably related to a problem with the arterial anastomosis and that the problem was solved by repacking the arterial anastomosis and placing a covered stent at the level of the subclavian vein for a central venous stenosis. In the instruction for use for the gore® viabahn® endoprosthesis with propaten bioactive surface the following is stated: possible adverse events and complications that may occur with the use of any gore® viabahn® endoprosthesis with propaten bioactive surface or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on may 3, 2024, from a retrospective study: on (B)(6) 2018, this 50-year-old patient required the creation of a vascular access graft for hemodialysis secondary to a diagnosis of end-stage renal disease using a gore® propaten® vascular graft. Successful access left humero-axillary was obtained and no adverse events were reported during the procedure. The patient was discharged to home on (B)(6) 2018. On (B)(6) 2018 the patient was noted to experience a graft fistula occlusion. They underwent repeat intervention on (B)(6) 2018 for thrombosis. Patency was restored and they were discharged to home on (B)(6) 2018. On (B)(6) 2018 the patient experienced septicemia. This was reported as ¿not related¿ to the study device and was fatal. Patient noted as deceased on (B)(6) 2018.

Manufacturer narrative:
The IFU statement was incorrect and must be as follows: in the instruction for use for the gore® propaten® vascular graft the following is stated: adverse events: potential device or procedure-related adverse events: complications which may occur in conjunction with the use of any vascular prosthesis and/or vascular or related procedures include but are not limited to: partial or complete occlusion due to hemodynamically significant stenosis or thrombosis.

Manufacturer narrative:
B5 describe event or problem was updated. Neither clinical images enabling direct assessment of product performance , nor the product was returned for evaluation. The problem was not further specified and a causal relationship between this unknown problem and the reported device occlusion could not be independently confirmed during the investigation. D1 brand name was corrected. G4 PMA/510(k)number was corrected. The IFU statement was incorrect and must be as follows: in the instruction for use for the gore-tex® vascular graft the following is stated: adverse events potential device or procedure-related adverse events complications which may occur in conjunction with the use of any vascular prosthesis and/or vascular or related procedures include but are not limited to: partial or complete occlusion due to hemodynamically significant stenosis or thrombosis.

Event description:
The following was reported to gore on may 3, 2024, from a retrospective study: on (B)(6) 2018, this 50-year-old patient required the creation of a vascular access graft for hemodialysis secondary to a diagnosis of end-stage renal disease using a gore-tex® vascular graft. A left humero-axillary arteriovenous bypass was successfully created and no adverse events were reported during the procedure. The patient was discharged to home on (B)(6) 2018. On (B)(6) 2018 the patient was noted to experience a graft fistula occlusion. The patient underwent repeat intervention on (B)(6) 2018 for thrombosis. Patency was restored and in addition they repacked the arterial anastomosis and implanted a covered stent at the level of the subclavian vein for a central venous stenosis. The patient was discharged to home on (B)(6) 2018. The physician suspects that the cause of the occlusion is probably related to a problem with the arterial anastomosis. On (B)(6) 2018 the patient experienced septicemia. This was reported as ¿not related¿ to the study device and was fatal. Patient noted as deceased on (B)(6) 2018.